Event description:
It was reported the patient initially had the reported lead implanted as a trail, along with a competitor's system. The physician was planning on explanting/replacing the competitor's system with an sjm ipg and extensions. However, during the procedure, the physician accidentally explanted the penta lead. The lead was tested after the explant and exhibited multiple invalid impedances due to which the physician re-implanted a new penta lead with extensions/ anchor. The patient is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.